Event description:
Event description guidant received information that this transvenou defibrillation lead was causing inappropriate therapy due to insulation damage. The lead was removed from service and will be sent back for laboratory analysis. An additional guidant lead was successfully implanted. No other adverse events have been reported.